Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-03073. This report is being submitted as additional information. The lot number of the device was not provided; therefore, the expiration and manufacture dates are unknown. Approximate age of device is not known. Manufacturer's investigation conclusion: a direction correlation between the patient¿s infection and the centrimag blood pump and the heartmate 3 lvas could not conclusively be determined through this evaluation. Additional information was provided stating the blood pump was not available for investigation. Additionally, a direct correlation between heartmate 3 lvas and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The centrimag blood pump instructions for use (IFU) lists infection as a possible side effect that may be associated with the use of the centrimag blood pump. The IFU cautions to always have a spare centrimag blood pump, back-up console, and equipment available for change out. The hm3 lvas IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on an extracorporeal circulatory support device on an unspecified date for right ventricular support and was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was weaned off the centrimag on (B)(6) 2017 and the right ventricular assist device was removed at bedside; however, the patient remained intubated due to failed continuous positive airway pressure (CPAP) trials. The patient developed atrial fibrillation with rapid ventricular response and was started on amiodarone. All chest tubes were removed and the patient continued to be febrile and with leukocytosis. Infection diseases was consulted. It was reported that the patient¿s leukocytosis and febrile condition were likely secondary to healthcare-associated pneumonia (hcap); however infective postoperative hematoma could not be ruled out. A start date of (B)(6) 2017 and stop date of (B)(6) 2017 were provided. No additional information was provided.